Manufacturer narrative:
Abbott laboratories determined that the cell-dyn emerald rbc counting head performance deteriorates over time resulting in qc out of range low due to deposit/build-up on the rbc counting head aperture. The preventive maintenance specified in the cell-dyn emerald operator's manual and associated cleaning methods are not sufficient for approximately 5% of users to maintain the cell-dyn emerald system operational on a routine basis. This product correction is associated with cell-dyn emerald instruments with serial numbers below (B)(4). A product correction letter was issued on february 20, 2019 to all cell-dyn emerald customers with impacted serial numbers. The letter informs the customer of the issue regarding rbc counting head performance deterioration resulting in qc out of range low and provides the customer with necessary actions regarding cell-dyn emerald cleaning and frequency. New customers will receive the updated operator's manual, which includes revised labeling, upon install.

Event description:
The customer observed an upward shift in qc values for mcv and mch (which correlates to a downward shift in rbc values) on the cell-dyn emerald analyzer. The customer performed analyzer cleaning. Service was dispatched to resolve the issue. There was no reported impact to patient results or patient management.